Manufacturer narrative:
This product has not been received for evaluation, therefore, the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton was not producing an image. A delay in the procedure of approximately five (5) minutes occurred as a back-up gvl baton 3-4 device was obtained. No harm to patient or user was reported.